Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent the patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Other relevant patient history/concomitant medications. Product code and lot number. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Note: adverse event related to (B)(6) 2014 vaginal mesh removal reported via 2210968-2018-77882.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced dyspareunia and vaginal mesh exposure. On (B)(6) 2014, the patient underwent removal of vaginal mesh exposure. On (B)(6) 2016, the patient underwent removal of vaginal mesh exposure. The patient presented this year with supra-pubic pain, thigh pain and recurrent stress urinary incontinence. The device remains in the patient. Additional information has been requested.